Event description:
It was reported that during a routine device change-out procedure, short interval counts (sic) were noted on the right ventricular (rv) lead when the patient was moving onto the procedure table. Monitored ventricular tachycardia (vt) episodes also revealed noise. The superior vena cava (svc) coil remains in use and a new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).